Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to pt injury previously. Device issue: stent dislodgement. It was reported that during preparation, when the mandrel was removed, the stent was found in the mandrel. The device was not used on the pt. No add'l event or pt info is available.

Manufacturer narrative:
Results - product performance engineering could not determine a conclusive root cause for the stent dislodgement. Eval summary: quality assurance analysis revealed that the stent delivery system (sds) was returned with blood visible on the hub, hypotube, inflation lumen, balloon, and in the guide wire lumen. There was contrast visible in the inflation lumen. The stent implant was returned dislodged inside the protective sheath on the stylet. The distal end of the stent implant was lightly smashed. There was no other damage noted to the stent implant. The balloon was tightly folded. There were crimp marks on the balloon between the markers. The inflation lumen was smashed 19 cm distal to the guide wire exit notch for a length of 1 cm. There was a kink in the hypotube 25 cm distal to the strain relief tubing. There was no other damage noted to the sds. A laser micrometer was used to measure the stent implant outer diameters and they did not meet manufacturing criteria. The stent implant outer diameters were measured. Using pin gauges, the inner diameter of the protective sheath was measured. Product performance engineering reviewed the incident info and results of the returned device analysis. It was reported that the stent implant of a 3.0/15 mm rx vision sds dislodged during preparation. Reportedly, the dislodgement occurred while removing the mandrel and the implant remained in the mandrel. During analysis, the stent was confirmed to be in the protective sheath. Presence of blood in the guide wire lumen of the returned device suggests that the sds had at least been partially loaded onto the guide wire. Contrast was also observed in the inflation lumen suggesting that preparation was essentially completed before the dislodged stent was observed. Factors that can affect stent dislodgeement outside the body include, but are not limited to, negative pressure during sheath removal, forced sheath removal, or improper or inadequate crimping at the time of MFR. Analysis of the returned device indicates presence of crimp marks between the markers of the still tightly folded balloon, susggesting that the stent was at least crimped onto the balloon at the time of manufacturing. The stent implant was returned inside the protective sheath on the stylet. The noted smashed stent at the distal end suggest that the protective sheath may have been forcefully removed or that the stent was handled after the dislodgement. The inner diameter of the protective sheath met manufacturing criteria. The noted over-sized outer diameters of the stent implant suggest that the stent expanded during travel over the sds as would be expected. It is also possible that the oversized diameters may have originated from the manufacturing site and contributed to the dislodgement; however, this is unlikely considering that the stent outer diameters are 100% verified during manufacturing. It is unk when the stent outer diameters became oversized. Ultimately, the root cause of the stent dislodgement is unk, but there is no indication of a quality issue. The inflation lumen was noted smashed distal to the guide wire exit notch. This damage was not reported and may have occurred during handling of the sds while being prepared or it may have occurred during the packing of the device for shipment back to abbott vascular for eval. This damage does not appear to have contributed to the reported complaint of stent dislodgement. In addition, the noted kink on the hypotube was not reported in the incident and may have occurred during the packing of the device for shipment back to abbott vascular for eval. This damage does not appear to be related to or to have contributed to the reported complaint of stent dislodgement. In addition, the noted kink on the hypotube was not reported in the incident and may have occurred during the packing of the device for shipment back to abbott vascular for eval. This damage does not appear to be related to or to have contributed to the reported complaint of stent dislodgement. A review of the finished device lot history record did not reveal any non-conforming material reports associated with this lot that could have contributed to this complaint. This MDR is considered closed by the product performance group.